Manufacturer narrative:
(B)(4). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, shell, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05178, 0001825034-2018-05179, 0001825034-2018-05180.

Event description:
It was reported that approximately 4 weeks post implantation, patient had presented with wound necrosis, which failed to respond to conservative measures. The patient underwent an irrigation and debridement due to non-healing surgical wound. The patient was placed on empiric course of oral antibiotics x10 days. Attempts have been made, and no further information has been provided.